Event description:
Reporter stated that a comparison done between their family member's surestep meter and a hcp meter within 1 minute of each other was 411 mg/dl (ss - capillary) and 309 mg/dl (hcp - capillary), respectively (33% difference). No symptoms were reported. The meter is not cleaned according to manufacturer's product recommendations. Control solution test result (125) was in range. Reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.